Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the the alerts would be arriving and said that may be alerts would be there but the pump was not taking action. The customer experienced hyperglycemia and hypoglycemia with the blood glucose value of 20 mmol/l and 3 mmol/l. Troubleshooting was performed but the issue was not resolved. The customer's incident blood glucose value at the time of the event was 20 mmol/l and the current blood glucose value (at the time of the call) was 6.6 mmol/l. The customer's treatment for high blood glucose was an insulin pump and was taking sugar. The customer mentioned they had lows and highs every day led up to the complaint. Customer response. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode/smartguard feature was active at the time of the high blood glucose event. The customer wants to have the reading on the pump so will turn on off the smartguard only. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.